Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasion at 19.2cm to 19.7cm from connector pin consistent with friction to ICD can. Clavicular crush was noted from 31cm to 32.5cm from connector pin. Etfe coating of proximal cable was abraded through and caused the reported low impedance.

Event description:
It was reported that since 2008 the ventricular lead impedance had gradually decreased. The lead was explanted and replaced.